Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that there was no anatomical interference or any angulation or kink in the delivery system upon deployment and a 9f delivery sheath was used. The cause of the reported incident could not be conclusively determined. There is no indication for a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 30-25mm amplatzer pfo occluder was chosen for implant using a 9f amplatzer talisman delivery sheath. The device was delivered and placed in the pfo tunnel. When the device was deployed, the disc on the left side remained bulbous like a balloon. A decision was made to replace the device with a 25-18mm amplatzer pfo occluder that was successfully implanted in the patient. There was no report of any interaction with cardiac structures during deployment, there was no angulation/kink noticed in the delivery system, and the deformed device was never released from the delivery cable while inside the patient. There was no clinically significant delay and the patient remained hemodynamically stable throughout the procedure. The patient was discharged following procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.